Event description:
It was reported that during the implant procedure, the helix would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. The analyst also noted that the helix was returned with blood and tissue on it. The helix was slightly extended. The analyst removed the blood and tissue and the helix operated within specification.